Event description:
Received a report from a peritoneal dialysis pt that she was not able to connect to the second connector for treatment. There is no report of a pt injury. The pt has the sample to return for an evaluation.